Event description:
It was reported by the plaintiff's attorney that on or about (B)(6), 2008 the plaintiff was implanted with a sparc sling system "with the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse." It was alleged that the plaintiff has "suffered serious bodily injuries, including, but not limited to, extreme pain, pain during intercourse, continual bladder and urethra infections," has "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment," has "sustained permanent injury," was "injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering," and has had "other injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.